Event description:
It was reported that this right ventricular (rv) lead shock impedance measurements increased from 85 ohms to 135 ohms in a period of approximately 5 years. Boston scientific technical services (ts) reviewed the system data and discussed there were 2 ventricular events stored during the past year, both showed no abnormalities. The most recent presenting electrogram exhibited minor noise signals in the shock channel; however, the ventricular channel was normal. Ts concluded the rise in impedance was likely linked to an evolution of the interface electrode tissue. Nevertheless, ts recommended troubleshooting, isometrics testing and monitoring daily measurements to verify the rv lead integrity. Subsequently, the patient was checked in person. Isometrics testing was performed and no anomalies were observed. The physician will continue to monitor the patient remotely until the next in person check. Further testing will be performed during the next appointment. At this time, the system remains in service and no adverse patient effects were reported.